Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient had a failed manual transmission that was noted in the carelink network. The transmission was re-injected successfully and the patient did have a successful scheduled transmission on that same date. No patient complications were reported as a result of this event.